Event description:
It was reported that the patient experienced problems with his lead pulling out of its spot. The patient had twelve surgeries and finally got the lead to stay put. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 3778-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported per the health care provider's dictation, the patient had made no complaints of this. It was unknown what the cause of the event was, if the event was due to the implantable neurostimulator/lead/extension, and if surgical intervention had occurred.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the healthcare provider (hcp) had no complaints of this noted in the patient's chart. The implantable neurostimulator (ins) and leads were removed at (B)(6) 2012.